Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (25) occurred and multiple minimum notifications were received. Reportedly, the customer was a new pump user and was not sure if the proper steps were followed during the load process. The cartridges were filled with 120 units of insulin. Additionally, it was reported that multiple cartridges leaked. Cartridge changes were performed resolving the issues. Customer's blood glucose level was 385 mg/dl.